Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's current blood glucose level was 404 mg/dl and was treated with insulin. The customer¿s other blood glucose was 328 mg/dl. The customer informed that they had not eaten anything. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was in auto mode at the time of the incident. The customer was advised to change entire set, reservoir and insulin and treat per the healthcare professional¿s instructions. The customer declined troubleshooting since they just changed the entire infusion set and it seemed to be working now. The customer stated that the insulin pump started delivering the insulin after they changed the entire infusion set. The insulin pump will not be returned for analysis.